Manufacturer narrative:
The hillrom technician found the hook of the sling bar was broken. The sling bar is used for many different lifts, however it was determined that the cause can be traced to use error. In the hillrom's instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section state: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the universal sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the hook of the sling bar broke during a transfer of a patient above his bed. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).